Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion tubing became disconnected from the infusion site while the customer was sleeping. Subsequently, customer experienced a blood glucose (bg) level in the upper 500 mg/dl range with large ketones identified as dangerous and nausea. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no reported permanent damage. Multiple contact attempts were made by tandem technical support to obtain the infusion set information; however, the customer did not respond.